Event description:
Patient was implanted with two (2) 1.3mm plusdrive l-plates in the midface after a le fort I osteotomy. Post implant the plates were noted as fractured. The patient was returned to the operating room on (B)(6) 2012 for removal of the plates and revision to stronger 1.5mm plates and the surgeon noted there was also bony malunion. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis.